Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to above 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours. The patient reported noticing insulin leaking. When removed from the infusion site (leg), the cannula appeared bent, and upon inspection of the pod, the patient reported that the pink slide did not move forward which indicates a needle mechanism failure.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle fully retracted; the pink slide insert was visible through the viewing window of the top housing. No bends, kinks or damages were observed on the soft cannula. Inspection of the fluid path found no issues that would result in leaking during wear. A leak test was performed and no leakages were observed along the entire fluid path. The needle mechanism was inspected, and no damages or defects were found that would result in a needle mechanism failure. No abnormalities were observed with the download data. No other damages or defects found that would result in the device struggling to deliver insulin.